Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was losing tidal volume that ranged between 140-200 ml, and a 14 ml of air was introduced in the pilot balloon but the cuff would still not inflate. The patient had an emergency replacement of the tube.